Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient noticed a return of symptoms shortly after receiving implant and stated that the healthcare professional (hcp) adjusted the polarity, however, symptoms still returned and became worse. The patient stated he decided to stop therapy and hcp removed ins only. He stated that since his symptoms were returning, and they did not like the idea of having to have the ins battery replaced frequently and of the MRI restriction, they decided to stop therapy and hcp removed ins only. When asked, patient stated that the lead was too difficult to remove, so the lead was not removed. The patient indicated the ins was removed in early fall of this year. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the lead was left inside because the healthcare provider couldn¿t take it out due to difficulty. No further patient complications are anticipated or expected as a result of this event.